Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil was fractured. Microscopic evaluation indicated that the damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel which had triggered the lead safety switch (lss) on the device. In office testing produced unipolar impedance measurements of 600-700 ohms; however, bipolar pacing impedance measurements were greater than 3000 ohms. Additionally, there was no capture in bipolar configuration despite maximum device output. The patient has an underlying rhythm and is not device dependent. An x-ray was performed which identified damage to the lead located in the subclavian area. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.